Event description:
Information received by medtronic indicated that the customer had low blood glucose level and they were hospitalized due to low blood glucose level. Customer did the high-pressure test which was passed. Customer had shaking, strong headache, discomfort and dizziness. Customer¿s blood glucose level was 62 mg/dl. The insulin pump will be returned for analysis. Case was re-created and reported under (B)(6) due to invalid code error. Please see cross reference.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.11d. Unit communicated properly with the glucose sensor simulator and the guardian 2 link. No communication anomaly, calibration anomaly or sensor updating alarm noted. Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Unit uploaded properly using carelink. Unit also had a missing reservoir tube o-ring, scratched display window cover, scratched case, cracked case at battery tube side, faded end cap address label and a pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.